Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive functional testing including stress testing, pacing on demand and fixed pacing under various conditions without duplicating the report. An internal inspection found no discrepancies. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to pace a patient during a bradycardia event (age 82 & gender female), the device prompted a "lead fault" message and the pacer output was out of specification. The device failed to capture the patient's heart rhythm. The complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.